Event description:
It was reported that the customer's insulin pump was not delivering as much insulin as it should based off the number of carbohydrates he had entered in the insulin pump. The customer's blood glucose was 134 mg/dl. Troubleshooting was done. The customer expressed irritation as a symptom of his high blood glucose. The customer treated himself with manual injections. Advised customer to run a manual prime, and insulin did exit the tubing. Upon checking the alarm history, the customer stated he had received a no delivery alarm. The customer declined troubleshooting for the no delivery alarm. The customer mentioned that the bolus history in the insulin pump was inaccurate. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarms noted. The bolus wizard functioned properly per bolus wizard sample in the user guide. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched liquid crystal display window and scratched reservoir tube window.